Event description:
Patient representative reported muscle pain (not device related), acute pain, extreme sensitivity (not device related), cold (not device related), hardening that ends up radiating to the entire chest and neck area. The muscle contracts, and everything around the breasts stiffens. Patient has almost all symptoms related to asia syndrome (not device related). The symptoms they present are: irritable bowel syndrome (not device related), gastrointestinal symptoms (not device related), hashimoto's disease (not device related), fibromyalgia syndrome (not device related), inflammations in the body, blemishes (not device related), visual disturbance (not device related), palpitations, mood changes (not device related), watery pain (not device related), arrhythmia, genital infection (not device related), candidiasis (not device related), chills (not device related), temperature intolerance (sensitivity, hot or cold) (not device related), lichen sclerosis (not device related), joint pain (not device related), sensitivity in the lymph nodes (not device related), depression, decreased libido (not device related), tingling, numbness in the limbs (not device related), fatigue (not device related), anxiety, food intolerance (not device related), rash, injury to the skin (not device related), mucosa dryness (not device related), difficulty concentrating (not device related), memory loss (not device related), insomnia (not device related), chronic fatigue (not device related), symptoms of autoimmune diseases (not device related). Patient had endometriosis surgery, also underwent spinal arthrodesis surgery, which didn't have to do. Reported that the patient had not yet been diagnosed with asia syndrome and mentioned the recall. Patient reported later "baker's degree of capsular contracture: IV, with us and MRI, showing radial folds, compatible with folds inside the implants, alteration in the permeability of the left implant, with a silicone-induced granuloma and a small intracapsular collection". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.